Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dried serum on the tip and plunger clamps in the reported problem areas of the pipette assembly. The plunger clamps and lld contact springs were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.